Event description:
It was reported to philips that x-ray exposure failed despite canceling 'x-ray disable' on an azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service performed a cold restart to resolve the issue and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).